Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube coating peeling was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the tracheal intubation fiberscope down angle lever was damaged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending section could not be bent in the up direction at all due to a cut on the angle wire, the bending angle in the up direction exceeded the standard value due to a dent on the bending tube, and the neutral position of the angulation lever was out of the standard value due to a deformation for the bending tube. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: water tightness was lost due to a pinhole on the connecting tube / due to a crack on the control unit, the suction volume did not meet the standard value due to a dent on the suction tube in the control unit, the adhesive on the bending section cover was detached, the tube cleaning brush could not be inserted because the channel tube was crushed, the eyepiece was deformed, the control unit was damaged, and the connecting tube had a dent. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.